Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was successfully performed using the watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds). The 27mm wds was deployed without complications, meeting the position, anchor, size, and seal (pass) criteria without the need for recaptures. The closure device was then released. After release, the anesthesiologist observed that a cuff blood pressure measurement could not be obtained. Subsequently, st elevation, bradycardia, and hypotension were noted. Medication was promptly administered to stabilize the patient's blood pressure, and the interventional cardiologist was called in for a cardiac catheterization. Despite the acute symptoms, no significant findings were observed beyond diffuse three-vessel disease. The physician suspected an air embolism occurred. The st elevation gradually resolved, and the patient returned to a stable condition. The patient was kept overnight for observation and is expected to make a full recovery.